Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri52 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that about a week post implant it was discovered that the atrial lead had been dislodged and was just free floating in the atrium. The lead was revised and remains in use. No patient complications have been reported as a result of this event.